Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2021, it was observed that the plate on the truespan 24 degree peek device detached from the meniscus after first firing of deployment. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation, however an arthroscopic image was provided. Upon visual inspection, it was observed that the plate slipped out the meniscus. A manufacturing record evaluation was performed for the finished device 8l25218 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the depth penetration of the tissue was not maintained, therefore, the plate did not fully trespass the soft tissue and it was pulled out when tension was applied. As per IFU: at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implant. The implant is fully deployed when you hear an audible ¿click.¿ at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.